Event description:
It was reported that two days after implant procedure, this right atrial (ra) lead appeared to have dislodged. An xray imaging that was completed, confirmed that the ra lead had dislodged. A lead revision was performed, and the ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.